Manufacturer narrative:
(B)(4). Date sent: 6/12/2025. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reach on the cause of the reported event, it should be noted that when ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed & tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Please reference the instructions for use for additional information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 301d86, and no non-conformances were identified. Additional information was requested and the following was obtained: there is no further information available.

Event description:
It was reported that during an unknown procedure, the stapler causes bleeding. Moderate discomfort, temporary injury, slight prolongation of stay, moderate interventions. No patient consequences. No further information available.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. Attempts are being made to obtain the following information. To date a response has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent. What was the surgical procedure? What structures were being anastomosed? What were the indications for surgery? Please provide a timeline of events. What is the surgeon¿s experience with the pvs device? What is the compressed width and thickness of the vessel? What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were any surgical clips used in the area of the device firing? Were there any difficulties with the device or staple formation during the initial procedure? Did the bleeding occur intra-op or post-op? If intra-op, how was it controlled? If post-op, how was the bleeding identified? How many days postoperative was the bleeding identified? Was a re-operation required? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2025. Correction: h6.